Manufacturer narrative:
The broken mobile bearing tibial radel impactor reported was likely the result of a stress riser introduced during numerous surgical uses, which led to crack initiation, propagation, and ultimate fracture of the radel surface. However, this cannot be confirmed as the device was not available for evaluation and images were not provided. Section h11: the following sections have corrected information: (h6) component code: 4722, shock absorber.

Event description:
It was reported that when using the radel tibal impactor the plastic piece that is attached to the impactor bent and broke off. None of the plastic piece entered the wound site or was left in the patient. Patient was last known to be in stable condition following the event. Unable to obtain photos/x-rays. No information of product available for return. No other information reported.

Manufacturer narrative:
Pending evaluation.